Event description:
The customer reported poor image quality during installation involving an olympus gastrointestinal videoscope. There were no reports of pateint involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.